Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - used in a calcified vessel. Estimated date (reported as occurred in past six to twelve months). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted to not have the exchange sheath installed onto the device or otherwise and in the fully clip deployed configuration. The deployed clip was not returned. All components were in their proper post clip deployed positions with no detected damaged and no blood was observed on the external surfaces of the device. All internal parts were undamaged and in their proper positions for a post clip deployed device. Internal inspection of the device also did not detect any blood on any component or within the device lumens. There was no detected anomaly that may have prevented the installation of the exchange sheath onto the device. The device was reset for redeployment testing less the device deployed clip. The test was successful with the device fully deploying without any resistance or possible observation that may have been related to the reported complaint. The absence of blood indicated the device did not come in contact with the patient and that the received device was likely not the actual device related to this complaint. For this case it was reported the arteriotomy was located in a calcified artery which contradicts the instructions for use (IFU). However, due to the device not matching the complaint and no device related issue detected, it could not be determined if any actual user error was involved and no corrective action is required. A review of the finished device lot history record did not find and non-conforming material reports associated with this lot relevant to this complaint. A query of the complaint-handling database was performed and there have been no other reported cases for either, a failure to deploy the device clip or difficult device removal for this lot and no similar cases. Based on the investigation findings, the received device did not match the reported event and testing indicated proper device function, therefore, no cause was found for the reported incident and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a calcified artery after an interventional procedure. Reportedly, the clip could not be applied. There was difficulty in removing the device from the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.